Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 175 units of insulin. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer¿s blood glucose ranged from 175 mg/dl to 237 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.